Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that when puling up drug if sometimes there's more air than drug, then the texium tip might leak whether it be attaching the tip to a syringe or the bonded texium syringes.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line and leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.